Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer failed to open. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following field had been updated with additional information: a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer one was not opening. A technical support specialist confirmed that a field service engineer (fse) was dispatched to the site and successfully recovered the failed drawer after a delay. Then dialed in remotely to verify that the storage space had been recovered. The system functioned as intended after the field service engineer troubleshot the device.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jan-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that bd pyxis¿ medstation¿ es auxiliary was drawer failure. A field service engineer installed the latest firmware and assisted the customer in recovering the drawer. The issue was resolved. The system functioned as intended after troubleshot by the field service engineer.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer failed to open. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.